Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown stryker left shoulder. A supplemental report will be submitted upon completion of the investigation. Device implanted.

Event description:
It was reported the patient has pain and calcium buildup in bone. Patient called to find out more about the product and why this occurs. He does not wish to open an investigation at the moment.